Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer passed away. Reportedly, the customer had a low blood glucose level prior to death; however, cause of death had not yet been determined at the time of the report. It could not be confirmed if the customer was using the pump at the time of death. The pump is expected to be returned for evaluation and a pump data review will be performed. Follow up report will be submitted accordingly.